Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to sensor resistor damage by moisture. Unable to verify alarms due to motor error alarms. The motor home switch found corroded per visual inspection. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer was treated for the high blood glucose with a manual injection. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.